Event description:
The customer contacted baxter's service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The home patient (hp) had no complaints. The technical service representative (tsr) reviewed the programming. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 12000 ml, the fill volume was set to 2200 ml, the last fill volume was set to 200 ml, and the number of cycles was set to 5. The tsr reviewed the therapy log. The initial drain volume equaled 75 ml, the last fill volume equaled 200 ml, the total fill volume equaled 11027 ml, the total drain volume equaled 13426 ml, the total ultrafiltration (uf) equaled 2399 ml, the cycle 5 uf equaled 480 ml, the cycle 4 uf equaled 2211 ml, the cycle 3 uf equaled 239 ml, the cycle 2 uf equaled -295 ml, and the cycle 1 uf equaled -236 ml. The tsr explained. The caregiver (cg) said there were no other alarms the cg stated the hcp was about nine inches higher than the hp. The tsr suggested to lower the hcp. The tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The reported condition was confirmed for the increased intra-peritoneal volume (iipv) based on the reported information. The assignable cause of the iipv was determined to be one or more cycle advances to the next fill when a slow/no flow occurred, above the minimum drain volume threshold. This issue is being investigated through CAPA. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.